Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states on 04-july-2024, it was reported that the patient encountered three infusion set cannula was crimped within 3 hour of insertion. The infusion set was in use for 5-6 hours. The site for insertion was thigh and abdomen. The blood glucose level was found to be high. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.